Manufacturer narrative:
-Complaint allegation is not confirmed. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/30/2025, an FDA medwatch notification was received via email. A facility representative reported that the tip of the screwdriver head on an arthrex screwdriver 2.0 broke off in the screw and was unretrievable, resulting in it being left in the patient. This incident occurred during a procedure on (B)(6) 2025.